Event description:
It was reported the obturator of a wayne pneumothorax tray was retained in a patient. The device was required to treat a patient with a pneumothorax in the emergency department (ed) and was placed via direct stick. After the device was placed, the patient was not improving. The physician manipulated the catheter and applied suction; however, the patient still did not improve. Imaging was performed and interventional radiology (ir) discovered the catheter had remained straight; no pigtail curve was seen, though this was thought to be related to the angle of the device. Three days after initial placement, the patient experienced increased pain, increased heart rate, and increased pneumothorax size. Further imaging revealed the obturator was retained in the patient. The device connector tubing was luer locked to the obturator hub rather than the catheter. The obturator was then removed from the patient on (B)(6) 2022. This event resulted in hospitalization for the patient. No other adverse effects were reported for this incident. It should be noted the patient required 5 x-rays before the failure was identified.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: a1, h6 - annex g. Investigation ¿ evaluation. On 23mar2022, a representative of (B)(6) hospital (united states) reported to cook the straightening obturator in a wayne pneumothorax tray (rpn: c-utpty-1400-wayne-112497-imh; lot#: unknown) was retained in the patient. The device was placed via direct stick on (B)(6) 2022 by an emergency department (ed) physician to treat a pneumothorax in a 17-year-old patient. After placement, the patient was not improving so the physician adjusted the catheter and applied suction; however, the patient still did not improve. Imaging was taken and it was noted that the catheter appeared straight in the chest cavity as opposed to the pigtail shape, but this was presumed to be related to the angle of the device and imaging. Three days after insertion, after taking five x-rays, interventional radiology (ir) discovered the obturator was retained in the patient. The obturator was removed from the patient and the catheter was left in place. The patient¿s condition then improved. It was reported that the patient experienced an increase in pneumothorax, increased pain, increased heart rate, and prolonged hospitalization due to this occurrence. A review of quality control procedures, instructions for use (IFU), and other documentation were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use¿ 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity¿ 9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock¿¿ based on the information provided and the results of the investigation, the cause of this complaint is failure to follow instructions. There are instructions in the IFU to remove the catheter obturator, as well as a label on the obturator instructing to remove from catheter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b1- upon further review, it was determined this event is not a product malfunction as the IFU states in step 9 to "remove the wire guide and catheter obturator". Therefore, it was determined this adverse event was solely due to the use error and no other performance issue was alleged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.